Event description:
The account alleged that the bed fell while a mother was giving birth. No injury was reported.

Manufacturer narrative:
The technician investigated and stated that they found the hi/low drive shoulder bolt that attaches the hi/low drive to the foot lift arm was unthreaded and sheared off from the foot lift arm. Lift arm tabs were bent. The technician stated that it appeared that the shoulder bolt unthreaded, then broke because the bolt was not threaded in the lift arm, and the nut that secures the bolt was missing. No further info is available on the repair of the bed at this time.